Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope episodes and involuntary twitches in their arm and leg. An implantable pulse generator (ipg) check has been performed in hospital. Devices remain in use. An ipg check is scheduled for the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.